Event description:
The user facility reported that when the washer door was opened after a cycle, water leaked out of the washer chamber and flooded nearby areas. No injuries were reported to patients or hospital staff.

Manufacturer narrative:
A steris service technician inspected the washer and found the washer float level switch was damaged and some of the pieces of the float switch were missing, specifically, the snap ring and retaining collar. The technician replaced the float switches and missing components, ran a test cycle and returned the unit to service. No further issues have been reported with the equipment. The washer was manufactured in 2005 and is under steris service contract. The washer was last serviced on 11/07/2011 when preventive maintenance was completed, during which it was found to be operating properly; the water level sensors were operating properly and no components were missing. The missing components can be attributed to misuse, specifically impact damage from instrument carts. The equipment operator manual states (pp. 4-2): "weekly cleaning- clean wash chamber interior, rinse with tap water and dry with lint-free cloth. Clean door gasket using a soft cloth containing a soapy solution or mild detergent." Steris has scheduled in-service training on january 25th, 2012.